Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a revitan dist. Straight 22/200 on (B)(6) 2014. The patient was revised on (B)(6) 2016 due to breakage.

Manufacturer narrative:
This case was re-opened on july 12, 2016 because the products were received for investigation on july 6, 2016. Investigation results were updated. Trend analysis: no trend identified device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Reviewof event description: it was reported that the patient was revised due breakage of the revitan stem. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis, visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 2 mm below the proximal end of the distal part. The fracture surfaces show a fatigue fracture with the origin on the lateral side. The proximal fracture surface is partially polished and shows some damage in the form of scratches and dents. The damage was made most likely during revision surgery. The medial side of the distal fracture surface is also partially polished. Closer inspection of the fracture surface with the microscope (leica mz16 a, eq-ID 151663) points to a fracture origin area with possibly several initial cracks running in the same direction. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan stem . The connection pin shows an almost half circumferential stripe with a width less than 1 mm running from anterior via lateral to posterior side. Some of the distal edges of the connection pin are rounded off. Closer inspection of the stripe with the microscope (leica m216 a, eq-ID 151663) revealed a mixture of slight polishing, smeared metal and slight fretting. Adjacent to the stripe joins the original surface followed by the blasted area. In the latter there is a small area on the anterior and posterior side exhibiting slight polishing. Instrument marks can be observed on the anterior and posterior side of the connection pin most likely due to the removal of the part. Fine and coarse scratches can be seen on the proximal part of the revitan stem. These are most probably from the revision surgery. On the anchoring surface there are no signs of bone ongrowth. Polished areas can be observed on the lateral side as well as on the distal end of the anterior and medial sides of the anchoring surface. On the lateral edge of the stem shoulder the polishing is more pronounced. Some polishing and some nicks can be observed on the inner side of the bore in the proximal lateral area of the thread. The lateral and medial edges of the stem¿s noses are polished. There are slightly polished areas at the edge of the anterior and posterior face surface of the stem body. On the distal part of the revitan stem bone attachments are visible. The proximal 3 cm of the part shows coarse damage in the form of scratches, nicks and instrument marks around the circumference. Instrument marks can also be observed on almost the entire length of the lateral fins and partly on a posterolateral fin. These can be attributed to the removal of the part during revision surgery. There seems to be a polished area on the lateral face surface of the stem body. In the as-received condition the biolox delta head and the proximal part of the revitan stem were still assembled. For further investigation the parts were disassembled. Before the disassembly the stem to head position was marked. The head taper surface and the stem taper surface are inconspicuous. On almost the entire articulation surface of the head diffuse metallic smearing can be observed. It seems that close to the pole and below the equator the smearing is not so dense. In one location between the equator and 45° there are elliptical shaped areas surrounded by smearing. When palpating these areas with the fingernail they appear roughened. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. The hip prosthesis was revised after approximately 1 year and 9 months in vivo due to a fracture of the revitan stem at the connection pin. The fracture occurred due to fatigue in the non-blasted area some millimeters below the proximal end of the distal part. The fracture origin is located on the lateral side. As far as visible, no defects that could have triggered of favored the fracture could be found on the fracture surfaces. On the proximal fracture part there is a small almost half circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. From the bone ongrowth seen on the revised parts, it is assumed that the distal part was well fixed while the proximal part shows polished areas which could probably point to some loosening. It stays unknown if the polishing occurred before or after the fracture. The patient can be classified according to the bmi scale as obese class ii ((B)(6)). As there is no clinical information available (e.g. Patient medical history, surgical reports or x-ray follow-up for instance to assess bone changes over time) further background of this case remains unknown. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. As the articulation counterpart of the biolox delta head is not at hand the origin of the diffuse metallic smearing stays unknown. The contour of several ellipses observed on the articulation of the head could probably point to edge loading or dislocation of the head out of the cup. Conclusion summary: based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Was reported that the patient was implanted a revitan prox. Cylindrical 65 on (B)(6) 2014. The patient was revised on (B)(6) 2016 due to breakage. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No product was returned to zimmer for in-depth analysis. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Root cause determination using dfmea: fracture of implant due to insufficient fatigue strength of material and design => not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary. Fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction) => possible: neither x-rays, operative notes nor devices or photos of the explanted implants were received; the condition of the components is unknown, therefore it cannot be excluded. Failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements) => possible: devices or photos of the explanted implants were received; the condition of the components is unknown, therefore it cannot be excluded. Fracture of implant due to micro cracks due to laser marking in high stressed implant areas => possible: devices or photos of the explanted implants were received; the condition of the components is unknown, therefore it cannot be excluded. Fracture / damage /loosening of implant due to wrong behavior of patient; high patient activity; patient disregards limits of the device => possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown, therefore it cannot be excluded. Fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic) => not possible: the material compatibility specification certifies the suitability of the material and the documents of material for lot 2637878 and lot 2718042 indicate that there was no material fault. Failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products => not possible: the material compatibility specification certifies the suitability of the material and the documents of material for lot 2637878 and lot 2718042 indicate that there was no material fault. Failure of connection between taper on the proximal part and ball head, fracture of component, foreign body reaction due to inadequate material pairing between taper on the proximal part and ball head leading to corrosion and release of corrosion products => not possible: the material compatibility specification certifies the suitability of the material and the documents of material for lot 2637878 and lot 2718042 indicate that there was no material fault. Fracture of implant due to damage of stem during implantation => possible: devices or photos of the explanted implants were received; the condition of the components is unknown, therefore it cannot be excluded. Failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear) => possible: neither x-rays, operative notes nor devices or photos of the explanted implants were received; the condition of the components is unknown, therefore it cannot be excluded. Failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear) => possible: neither x-rays, operative notes nor devices or photos of the explanted implants were received; the condition of the components is unknown, therefore it cannot be excluded. Stem fracture due to use of longer than l (+4) heads on straight ø14 stems => not possible: compatibility accepted by zimmer. Loosening or fracture of components due to patient with high body weight leading to increased wear => possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown, therefore it cannot be excluded. Loosening or fracture of implant due to insufficient bony support of implant => possible: neither x-rays, operative notes nor devices or photos of the explanted implants were received; the condition of the components is unknown, therefore it cannot be excluded. Malfunction of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: compatibility accepted by zimmer. It is possible that a lack of bone support in the proximal part led to an unexpected cyclic load which led to breakage with these 2 years in vivo. However, neither x-rays, operative notes nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Therefore, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).